Event description:
It was reported that the patient faced an event where patient saw insulin was pooling under skin on (B)(6) 2026 after three or more hours of insertion at insertion site hip. The infusion set was used for one day. Patient replaced infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.